Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the flex vision pc is losing signals intermittently. Upon troubleshooting, the fse found the issue with the flex vision pc. Fse replaced the flex vision pc. After replacing the flex vision pc, the system was returned to use in good working order. There issue recurred in other case where fse replaced the power supply, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no image on the flexvision monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.